Event description:
The manufacturer received information alleging an issue related to a ventilator's internal battery. There was no patient harm or injury. The ventilator was returned to the manufacturer's service center for evaluation and the customer's complaint was confirmed. During evaluation, "service required" codes were found in the ventilator's downloaded error log. The device's internal battery and power management board were replaced to address the issues.